Manufacturer narrative:
510k: this report is for unknown quantity of unknown distal locking screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had an x-ray taken on an unknown date during office visit and revealed tibial non-union. The patient then underwent a revision surgery on (B)(6) 2018. There was no device malfunction. It is unknown if there was a surgical delay. Patient status and surgical outcome were unknown. This report addresses the post-op event, where a tibial nail and unknown screws were removed due to a non-union, while (B)(4) will capture the intra-op events, where two (2) broken unknown locking screws were involved. This report is for unknown quantity of unknown distal locking screws. This is report 2 of 2 for complaint (B)(4).